Manufacturer narrative:
Medwatch user report received 4/18/1997.

Event description:
During the drilling of the third burr hole for temporal flap, the perforator changed pitch and speeded up. The device imbedded itself in the skull but didn't go through the bone to the dura. It would not stop spinning or turn off. Add'l tools were required to remove the device which fell apart. Another perforator was used from the same lot to continue the procedure without further incident.